Event description:
A pt with history of lumbar spondylolisthesis underwent fusion and laminectomy procedure (not an approved indication in the united states) in 2003. During the surgery, a small dural tear was encountered in the lumbar region of the pt's back. Bioglue surgical adhesive was applied following application of duragen. The amount of surgical adhesive (bioglue) used, as described by the attending surgeon, was "enough to fill up the space." Subsequent correspondence with the resident present during the surgery indicates that the entire 10 ml cartridge was used. At approximately 36 hours after surgery, the pt developed numbness in their left foot and leg pain. CT scan showed a epidural mass and the pt returned for repeated surgery the next day. A hard mass of polymerized bioglue was removed during the procedure from the original surgical site, which appeared to be compressing one or more spinal nerves. It is reported that the pt appears to be doing better following the second procedure. Based on the info provided by the surgeons involved in this case, factors contributing to the adverse outcome include: use in an unapproved clinical setting; application of an excessive amount of the product resulting in the accumulation of a large compressive mass; application of the product under conditions where complete visualization of its deposition was not possible; and failure to prime the unit leading to a potential improper mixing of the product prior to application. This investigation is ongoing. Any additional info that is provided to the manufacturer will be submitted in a supplemental report.